Event description:
During powering up, the unit failed with a system message "general system test and backup power test", and the customer stated that this was a consistent condition. There was no pt involvement.